Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the moderately tortuous mid lad. After pre-dilatation and ivus, an attempt was then made to deliver the orsiro mission (om), but it did not pass through. An attempt was made to insert the om into the guide extension and advance it, but this still did not proceed. During withdrawal of the device, the device became stuck. The orsiro mission was removed from the body together with the catheter. The stent placement was abandoned. A dcb was placed, and the procedure was completed without any problems.